Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was no intact ECG signal available to monitor the patient¿s heart rhythm. Initially it was reported that there was noise on the ECG signals on both carto® 3 and the recording systems. They tightened out the ECG output cable but the issue continued. The ECG trunk cable and lead were also replaced but the noise was still there, the case continued. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. With the information available, the noise issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was emote. This issue was highly detectable. Additional information was received on 07-jun-2022. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The catheter was not inside the patient¿s body. The additional information stating that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm was reassessed to MDR reportable. The awareness date for this reportable issue is 07-jun-2022.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
The investigation evaluation was completed on 13-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. It was reported that there was noise on the ECG signals on both carto® 3 and the recording systems. They tightened out the ECG output cable but the issue continued. The ECG trunk cable and lead were also replaced but the noise was still there, the case continued. Additional information was received. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The catheter was not inside the patient¿s body. The body surface cables set,2m trunk + leads was shipped to the account. Per the bwi field service engineer, the cable was not used, and returned it to quest. It was confirmed that the bwi field service engineer was unable to replicate the body surface ECG noise with simulator. The bwi field service engineer shuffled ECG cards as preventative measure. System then passed full atp. System ready for use. The issue was investigated by the device manufacturer. The data was requested for investigation, but no data related to the issue was provided, according to the bwi representative, the data is no longer available. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The history of customer complaints reported during the last year associated with carto 3 system was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # 29337, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).